Event description:
Balloon was being advanced into the sheath in the right groin. The shaft of the balloon broke inside the hub of the sheath while attempting to do a peripheral angioplasty. The device was removed along with the sheath. The sheath was replaced in the vessel and then the physician proceeded to the lesion. There was no harm to the patient and the procedure was successfully completed.